Manufacturer narrative:
(B)(4). Date sent: 6/15/2021. H6: component code = others (g07). D4: batch # u5ej53 . The product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that a pcee60a device packaging was returned, the device was removed from the external package box and it was found that a pcee60a device was received inside the sterile package, with no apparent damage. Additionally the packaging artwork of the returned device belong to a pcee60a. D4 = u95k5v.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when they opened pve35a to use in the or, inside of the product was pcee60a. It is unknown how procedure was completed. There was no patient consequence.